Manufacturer narrative:
The photograph of the leaked vacuum ventil was provided by customer. In the photograph, it could be concluded that leakage is just under the pressure relief band located under the red dome of the valve. Trend search was performed. No systemic error was found at this time. A meaningful device history record could not be reviewed since the lot number of affected product h 3000 was not provided. However maquet cardiopulmonary detected possible batch numbers thorugh sap. However it is unlikely to determine exact batch number. Device history records of all possible batches were reviewed. There is no reference found which is indicating a non conformance or deviations of the product in question during manufacturing and final release of these lot numbers. Maquet cardiopulmonary gmbh is aware of similar complaint from similar product. Similar product showing a similar malfunction has been investigated in complain 288926: during the visual isnpection of the vacuum valve, no recognizable defects could be found. The flow direction of the one-way valve was checked with water (is ok). During the leak test with water, the valve is tight up to a pressure of approx. 0.5 bar. With more pressure, water runs out at the bottom of the red cap. The same results were obtained when compared with another vacuum valve. The valve works normally. Manufacturer of the valve informed us that if the valve is placed close to the pump away from the patient, due to static pressure in the line, leakage can be seen from the dome. In addition to this, the leakage was seen just under the pressure relief band. The relief band relieves pressure when there is a line occlusion or excess line pressure. Moreover, during manufacturing, supplier applies the valves 100% inspection for forward flow, positive pressure relief band and reverse flow where all the three components such as duckbill, umbrella valve and pressure relief band are tested. According to the information received from the valve was located close to the pump. The pump was running at 100ml/per min when the leak has been noticed. There is no information regarding the operating pressure. When the surgeon requested the perfusionist to switch on the sucker with the one way valve in it, they turned it on before the surgeon has opened up the clip at the surgical table. The informations obtained so far shows that the operating conditions might be causing the band to open and relieve pressure. The reported failure is part of risk management file (dms #1906296 v18). The mitigations for this specific failure are in place per design specification, manufacturing process and in instruction for use. Based on this failure could not be confirmed. No product problem could be detected. The most probable cause is use(r) error. No corrective action is required. However, getinge cp antalya sent a notification to supplier of this valve. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"The customer has described a leakage of blood from the red vent relief valve on the blue vent sucker for use during cardiopulmonary bypass. There was a 100ml blood loss on the surgical floor when the vent was stopped." "The customer noticed the blood loss during use. They continued to use the product and did not change it out." (B)(4).